Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation (product location is unknown). Concomitant medical devices: medical product: oxf uni tib tray sz b rm PMA, catalog #: 154721, lot #: unknown; medical product: oxf anat brg rt sm size 4 PMA, catalog #: 159569, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00093, 3002806535-2021-00095. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unknown location of the device.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on an (B)(6) 2020. Subsequently, a revision procedure due to lateral disease was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00093-1, and 3002806535-2021-00095-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 4 similar complaints reported with the item 154721, 10 similar complaints reported with the item 161468 and 1 similar complaint reported with the item 159569. A risk assessment is not required for the reported event as disease progression is not considered device related.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on an (B)(6) 2020. Subsequently, a revision procedure due to lateral disease was performed on (B)(6) 2021.